Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the duck bill rongeur stated in the complaint was received. As returned, the lower jaw portion of rongeur was fractured. Surgical technique used is unk. Details regarding how the instrument was being used at the time of fracture are unk. There is insufficient info provided to determine the root cause of the reported incident. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the duck bill portion of rongeur chipped during first use.